Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer that she inserted her insulin pump in a new site and was getting no insulin delivered, however, the pump did not alarm no delivery. Troubleshooting occured and the issue was resolved. Customer's blood glucose level at the time.